Event description:
During the surgery, they opened the package and found that the stem had not been properly fixed on the foams. There were some scratches on the surface of the inner blister. It seemed the ha-coated part of the stem scratched the blister. A backup stem was used and there was no adverse outcome to the patient or the user.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.